Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and mild tortuosity. A balance middleweight guide wire was in place in the lad and during withdrawal of the 4x20 mm nc trek neo balloon dilatation catheter (bdc) along the guide wire, there was resistance. Upon simple removal without force from the anatomy it was noted a piece of the bmw guide wire had torn off. No material was left in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty could not be determined. Possible factors that may contribute to the difficult removing the guide wire causing resistance between the devices may include, but not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. In this case, a conclusive cause for the reported complaint cannot be determined since the device or component were not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI # is not known as the part and lot number were not provided h11: the additional device referenced in b5 is filed under a separate medwatch report number.